Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer's analyzer could not be started because communication was lost with the analyzer module. The programmer was returned without an analyzer and the programmer passed all functional testing with a known good analyzer. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer could not be started because communication was lost with the analyzer module. The programmer was returned for service. No patient complications have been reported as a result of this event.